Manufacturer narrative:
This being filed as reduction of best visual acuity lasting longer than 7 days. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Attorney letter received on 4/26/2012 - on (B)(6) 2011 patient experienced blurriness and pain and ultimately lost vision in her left eye. She went to the emergency room. She was then seen at an eye care clinic on (B)(6) 2011 wand was prescribed pain medications erythromycin and a course of steroid treatments. Patient was symptomatic until (B)(6) 2011 reporting light sensitivity and blurred vision. Patient has since recovered her vision. Notes from the treating care clinic (as noted in the letter received from the attorney), indicating the patient is consistent with the effect of the contact lens, give its perfectly circular distribution and epithelial defect in the pattern of a contact lens. Follow up attempts were made with no reply to date, for lot info. No lenses were returned for evaluation. This being filed as reduction of best visual acuity lasting longer than 7 days.